Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed when the bag was still in the overpouch during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between june 08, 2022- june 09, 2022. H10: the device was received for evaluation. Unaided eye visual inspection was performed and liquid was observed inside the container bottom port left and right side of shoulder port weld areas. A functional testing was performed which revealed a leak from the unsealed bottom right and left side edge of the bag at the shoulder port weld areas. The reported condition was verified. The cause of the condition was due to a defect in the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.